Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range impedance measurements. The associated device was reprogrammed from unipolar to bipolar and remains in service. No adverse patient effects were reported.